Event description:
It was reported that the user experienced difficulty pairing a new dexcom g7 continuous glucose monitor (cgm) sensor to the ilet while the sensor was successfully connected to the dexcom app and displaying readings there; guided troubleshooting included a cgm toggle and restarting the sensor, after which the sensor paired with the ilet and functioned. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no medical intervention and no hospitalization. User support included troubleshooting and education, verification that the sensor was not connected to other devices, and re-pairing steps. Investigation of this case revealed a temporary connectivity and pairing issue between the cgm and the ilet that resolved after guided reconfiguration, with no device hardware failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user setup or software-related pairing behavior that resolved with standard troubleshooting.